Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the cutter device would not cut. According to the report, the cutter device would not remove the bone without applying a considerable amount of pressure when the doctor attempted to cut the patient's bone structure. It was further reported that the device was new and not dull from use; and that they started out dull and never felt like the way a new cutter device should. It was reported that the device was tried to use which was why there was bone dust in the flutes; and once the device was switched out, there was immediate improvement. There was no delay to the surgical procedure and a spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as sep 8, 2016 on the initial report. It has been updated as aug 8, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not burring effectively could not be confirmed. The external features of the returned sample were visually inspected and measured to ensure proper tolerances, upon inspection it was noticed that the cutter met all dimensional tolerances. There was no evidence of damage to the unit observed. The unit was examined and passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information: the device was further evaluated using cadaver tissue and the bone chips that were being generated during cutting evaluation were too small to be collected by the bone collector. A hardness test was performed on the device and was 64 rc (rockwell hardness "c" scale) which is at the high end of the specification and it was determined that the flutes were dull. Therefore the reported condition was confirmed. The assignable root cause of the dulled cutting surfaces on the cutters could not be determined. Additional information received on the investigation has been corrected from the initial report therefore, the results and conclusion codes have been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.